Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the returned xenon lightsource was in used condition. Evaluation by the depot technician could not duplicate any burning smell when the unit was operating. It is possible that the headset that was used with this xenon lightsource was faulty and would need to be sent in for evaluation to further troubleshoot the burning smell issue. Unrelated to the reported failure. Evaluation did identify that the unit had physical damage to the power entry module and also failed lumens test of under 500 lumens; the power entry module and lamp have been replaced to correct these issues. Root cause analysis: the issue of the xenon lightsource having a burning smell could be due to overheating if the mirror was damaged due to rough handling/environmental damage. The reported complaint could not be confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had a burning smell when the headlamp was connected. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.